Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre-op diagnosis: lumbar spine degenerative disc disease with secondary lumbar stenosis at l5-s1 bilaterally. Patient underwent following procedures: bilateral l5-s1 lumbar laminotomies, foraminotomies, and medial facetectomies. Patient tolerated he procedure well. Patient also presented with following pre-op diagnoses: l5-s1 spinal stenosis. L5-s1 foraminal stenosis. Failed laminectomy syndrome. For which, patient underwent following procedures: l5-s1 posterior lateral decompression and fusion. Segmental instrumentation, l5-s1. Placement of rhbmp-2/acs and local bone graft. Per operative note: "....after decorticating transverse processes and sacral ala, 6.5 and 40 mm screws were inserted bilaterally ay l5 and s1 levels. A combination of the local bone graft as well as rhbmp-2/acs were placed into the lateral gutters over the transverse processes and sacral ala. Patient tolerated the procedure well without any intraoperative complications. Post operative patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.